Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) as well as from a consumer regarding a patient with an implanted neurostimulator (ins) for dystonia and movement disorders. The caller reported that after the patient's ins implant on (B)(6) 2017, the wound never healed and resulted in a seroma. The caller went on to report that the surgery was redone and the ins replaced on (B)(6) 2017. The caller reported that the wound from the (B)(6) surgery never healed. The rep reported that the hcp wanted to move the ins and tunnel across the patient's chest. Technical services discussed the higher potential for electromagnetic interference (emi). The rep reported that a revision took place on (B)(6) 2017. The ins and extension were removed and replaced. A new 95 cm extension was used and the ins was placed in the abdomen, below the original ins pocket. The rep reported on (B)(6) that the patient¿s implant site had healed and there were no other issues currently. The caller reported on (B)(6) 2017 that during this revision, a culture was done and determined that the patient had an infection that was "a-sensitive" to doxycycline. Due to conflicting information, it is uncertain whether the infection has been resolved. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4) was coded in error and has been removed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 37603 lot# serial# (B)(4) implanted: (B)(6)2017 explanted: product type implantable neurostimulator product ID 37602 lot# serial# (B)(4) implanted: (B)(6)2017 explanted:(B)(6)2017 product type implantable neurostimulator if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported. The device was removed after 3 surgeries, a chronic infection after battery changes, incision never healed. The patient had 3 surgeries to resolve the issue, and the incisions became infected each time. 1 year of oral anti-biotics. Or doctor wants to identify the material of the wire that was still in place to determine if an MRI could be done. Assistance from the rep would be helpful for the patient¿s daughter. There were no further complications reported.